Event description:
The event occurred at 9:00am and involved a tego¿ connector. The tego was switched previous to dialysis on monday and on friday, it was stated that air was sucked into the tubing. This created foam which made it difficult to continue dialysis treatment. It was not possible to inject a sodium chloride infusion to remove the air. They had to reinfuse the blood and start over from the beginning. Actilys and intralock have been used as catheter lock solution. The tego was switched before the new treatment session started and was correctly connected. There was patient involvement but no patient harm. This captures the first of two incidents.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Twelve new d1000 tego connectors were returned for investigation and received on 3/31/2022. Subsequent pressure and vacuum leak testing was conducted with no leakage observed. The complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.